Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows it was reported that a cortexscrew 4,5 broke during insertion in a dhs plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, a device history records was conducted. The report indicates that: no ncrs were generated during production. A manufacturing investigation was conducted. The report indicates that: there were no issues during the manufacture of the product that would contribute to this complaint condition. The threaded part was not received for investigation, unfortunately without more information, we are not able to determine the exact cause for this occurrence, we can only determine that it was too much mechanical force during surgery. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.